Event description:
The pt reportedly experienced decrease in performance and intermittencies while wearing the external equipment. The pt was seen at the center for evaluation. Programming adjustments were made. However, the reported problem was not resolved. The pt was seen by a company representative for device evaluation.